Event description:
It was reported that the system 9800 displayed a system interlock error and required reinitialization in order to operate and complete a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Circuit boards and cables were reseated. The system was tested and found to be working as intended and placed back into service.